Event description:
A physician reported a pt who was initially skin tested by an unk physician prior to 1994, with negative results. On 1999, the pt was treated in the vertical lip lines, and upper and lower vermilion. The procedure was without event. Within one hour after the treatment, the treated sites became swollen to about three times the normal size. There were no other symptoms noted. The physician applied ice and administered im triamcinolone. The physician diagnosed the symptoms a hypersensitivity and also prescribed topical temovate cream.